Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. In response to the question, "was the volume discrepancy issue resolved with replacement of the pump?" The hcp answered the patient was not scheduled for a refill until (B)(6) 2017, and they had not received any calls from the patient's caregiver. It was indicated that it was still undetermined if the volume discrepancy issue resovled with pump replacement, and the patient was not scheduled for a refill until (B)(6), due to the patient's small dose rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was over infusion with an undetermined root cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient had gone through withdrawal. A computerized axial tomography (cat) scan was performed, but was inconclusive. The catheter was found to be intact and cerebrospinal fluid (csf) was easily drawn back. The physician was unsure what the issue was. It was unknown if a rotor or dye study was performed. The pump was returned to the manufacturer on april 05, 2017. It was indicated the patient was not in a clinical study. The device was used with/in the patient, for treatment, and there was no patient death. It was reported there was no patient injury, and the patient recovered without sequela. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 421.1mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a volume discrepancy occurred where the actual reservoir volume (arv) was greater than expected reservoir volume (erv). It was noted at a refill done on (B)(6) 2017 the arv was 11ml and the erv was 3.8ml. Healthcare professional (hcp) stated when filled the pump they were only able to get 38ml in the pump reservoir. It was asked if the hcp was sure they got all of the drug out of the pump when aspirating, and the hcp questioned that. Hcp stated that the patient was having no therapy issues and this was the first volume discrepancy noted. It was noted that the pump logs were checked and programming was checked. Hcp stated no alarm logs present and programming was accurate. It was noted to consider doing a roller/rotor study and consider doing a dye study. Roller study was discussed, but logs were showing no alarms. Hcp will discuss further with managing hcp. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-mar-20 from a healthcare professional (hcp) reported the patient was hospitalized and diagnosed with pneumonia and is moaning and is restless. Hcp state the patient is hard to evaluate because patient is nonverbal and they were to rule out infusion system problem. Hcp stated they suggested doing a spiral computerized tomography (CT), but the hospital patient was currently admitted to does not do those procedures. Hcp stated this hospital stall was going to do a pump cisternal flow study. Hcp was wondering what that is and it was discussed to contact the hospital staff to confirm this type of study. Hcp called back on (B)(6) 2017 for assistance with a priming bolus. Hcp stated the patient had a spiral CT with enhancement and the test was negative. It was noted that dye was moving thru the system. It was discussed priming bolus theory use. Hcp stated they are going to watch the patient/pump and they will treat patient's pneumonia. It was noted they were still not sure what to think about the volume discrepancy, but will evaluate further when the patient was stable. It was stated there was nothing different with the refill and the fluid was clear. It was discussed considering a therapeutic bolus, but the hcp stated patient was getting boluses with f lex programming. Hcp stated there was no alarm logs. It was also noted that on (B)(6) 2017 a spiral CT was ordered. The cause of the difficulty injecting drug into the pump had not yet been determined. Spiral CT was being done on (B)(6) 2017. Patient's weight was noted as (B)(6). No further complications were reported/anticipated. It was further reported on (B)(6) 2017 that they accessed the catheter and were able to "easily aspirate" it. The doctor decided to replace the pump on (B)(6) 2017 2 yrs premature and they would send it back to the manufacturer for analysis. The programming was changed from flex dosing to simple continuous. The new drug in the new pump was gablofen 2000ug/ml from 421 ug/day the dose was decreased to 200mcg so it rounded to 199.7ug with programming. A total system prime of .274mls was programmed for the new pump/existing catheter. The patient was staying overnight at the facility to assess for any issues.